Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states that the aviva meter appears burned in the bottom left corner of the display. No adverse event reported. Requested return of suspect device and replacement was sent.